Event description:
The patient ((B)(6)) received an scs system, including an unknown lead, on (B)(6) 2009. It was reported the lead was explanted and replaced as it was "broken." The explanted lead was returned to the manufacturer for analysis. As the lead model and lot numbers were not provided, no manufacturing or expiration date could be determined. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: analysis of the lead is currently in progress; the results will be forwarded when available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.